Event description:
It was reported while testing for sars cov-2 8 false positive results were obtained. Repeat tests were performed and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: "some samples were initially in pooled tests (indicated by p in front of sample ID) but on retesting were negative."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) lot 1120344 was performed by the verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents for bd max¿ system indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported obtaining positive results with samples that were negative upon retesting, when using bd sars-cov-2 reagents for bd max system kit from lot 1120344. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Based on the available information, bd was unable to further investigate the complaint. However, based on the investigation, bd is unable to confirm the issue and the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ system lot 1120344. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 8 false positive results were obtained. Repeat tests were performed and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "some samples were initially in pooled tests (indicated by p in front of sample ID) but on retesting were negative."